Event description:
This report was received from (B)(6) and is a spontaneous report by a physician from (B)(6) of vomiting, diarrhea and bacterial peritonitis with (B)(6) in a patient coincident with bieffe formulae 55 and bieffe formulae 62 therapies for continuous ambulatory peritoneal dialysis (capd) and end stage renal failure. On (B)(6) 2011, the patient experienced vomiting, diarrhea and abdominal pain. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain which required hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1g/125mg "attack dose", ip), fortum (1g/125mg "attack dose", ip), claforan (500 mg, thrice daily, IV) and tienam ((160 mg, twice daily, IV). On (B)(6) 2011, vancomycin was discontinued. On (B)(6) 2011, claforan was discontinued. The physician added that the patient was afebrile, had clear liquid (cytology "70 elb") and a soft abdomen. The physician reported that the event of peritonitis was life threatening. On an unreported date, as a result of the event of peritonitis, the pd therapy regimen was changed to bieffe formulae 55 (3 bags, daily, lot number not reported) and bieffe formulae 62 (3 bags, daily, lot number not reported) ip for capd. At the time of this report, the outcome for the event of bacterial peritonitis with (B)(6) was resolving. It was not reported if the events of vomiting and diarrhea had resolved. The physician considered the event of bacterial peritonitis with (B)(6) to be unrelated to bieffe formulae 55 and bieffe formulae 62 therapies. The physician did not provide an assessment of causality for the events of vomiting and diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.